Manufacturer narrative:
The investigation is ongoing.

Event description:
We received an allegation of an issue with navify poc operations software version 3.0.0 for 2 patient samples. For patient ID: (B)(6): the instrument reportedly sent a glucose result of 258 mg/dl. When viewing the result validation screen, the result of 258 mg/dl is displayed along with a result of 190 mg/dl which allegedly does not belong to this patient. For patient ID: (B)(6) the instrument reportedly sent a glucose result of 229 mg/dl. When viewing the result validation screen, the result of 229 mg/dl is displayed along with a result of 96 mg/dl which allegedly does not belong to this patient.

Manufacturer narrative:
The investigation found that the customer's information technology (it) department used an incorrect server restoration process which led to inconsistent data, with duplicated sequential ids causing results to be incorrectly assigned to previous orders. The investigation did not identify a product problem.